Event description:
The article "early drainage of macula-involving massive suprachoroidal haemorrhage assisted with recombinant tissue plasminogen activator may lead to better visual prognosis" noted a patient was implanted with a xen gel stent in an unspecified eye. The following day they were diagnosed with a macula-involving suprachoroidal hemorrhage (msch) in the eye. In addition, patient presented with a flat anterior chamber and iop of 45mmhg. Visual acuity was light perception. Ultrasound confirmed the presence of macula involvement. Patient underwent an injection of r-tpa 100 g/0.1 ml into the suprachoroidal space. Six hours later, a trans-scleral drainage via pars plana was performed by surgeon. At day 3, patient presented again with flat anterior chamber, a recurrent subtotal msch, and an iop of 45mmhg again. Another ultrasound showed a central opening in the vitreous space with remaining sch in the 4 quadrants, mainly in the temporal area. It was believed the recurrence of the sch was due to over drainage by the xen device leading to hypotony. 100 g/0.4 ml of r-tpa was injected again into two temporal quadrants of sch. 6 hours later, the sch was surgically drained. Intravitreal perfluorodecalin was used as a temporary tamponade and was removed 14 days later and replaced with an air tamponade. The retina and choroid remained flat postoperatively, and bcva recovered to 6/15 at 1 year post operation.

Manufacturer narrative:
Article citation: khalil, mostafa, et al. ¿early drainage of macula-involving massive suprachoroidal haemorrhage assisted with recombinant tissue plasminogen activator may lead to better visual prognosis.¿ case reports in ophthalmology, vol. 16, no. 1, 2 may 2025, pp. 385¿394, karger.com/cop/article/16/1/385/926437/early-drainage-of-macula-involving-massive, https://doi.org/10.1159/000545290. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.